Event description:
During surgery, the clavicle plate was implanted using 10 screws. Approximately 2 months later, three of the screws had backed out of the plate/bone. Those three screws were explanted.

Manufacturer narrative:
The explanted screw was examined under magnification. The screw showed signs of slight wear on the head of the screw, consistent with use of a hex driver to drive the screw into the plate/bone. The screw was further examined to determine if the screw met quality inspection criteria; the screw met quality inspection criteria. Additional mdrs associated with event: 3025141-2014-00007: p/n co-t2316-s, 2.3mmx16mm locking cortical screw; 3025141-2014-00008:p/n co-t2318-s 2.3mm x 18mm locking cortical screw.